Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/22/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the reported event of receiver ceased to function could not be confirmed. A root cause could not be determined.